Event description:
Customer reported under infusion of chemo as a result of occlusion alarms with pump. Occlusion alarms occurred with the infusion which was y-d into another line below the pump. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.